Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: this complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-14498 for the investigation. If any additional information is received, a followup will be sent.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number will not be provided in the emdr, because, the product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.